Event description:
Treating physician attempted a minerva es ablation procedure and upon inserting the handpiece, felt that a perforation had likely occurred. Physician removed the handpiece, performed a hysteroscopy, and confirmed a perforation on the right side of the fundus. The patient was transferred to a hospital to be monitored. Laparoscopic evaluation of the perforation site was performed. Bipolar coagulation was used to control minor capillary "oozing", and the patient was discharged.

Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot number was not provided by customer so device history review was not performed, the handpieces met all qa specifications prior to being released, including adequate sterilization. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used.